Event description:
It was reported by a customer in the USA that, during patient use, the ht70 plus ventilator stopped cycling, and exhibited an "exemption device alert" error code. The patient was manually ventilated, and transferred to another unit. There was no reported patient injury.

Manufacturer narrative:
The ventilator was returned for an evaluation and repair. The device was evaluated, and the reported malfunction verified. However, the repair is not yet completed. (B)(4).